Event description:
The caller reported via phone call that the insulin pump was damaged. The insulin pump had a small crack on the screen and had moisture damage in the display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. No moisture damage found on the motor, battery tube, and vibrator assembly. However, found moisture damage on the electronics assembly during visual inspection.